Manufacturer narrative:
This product was not returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, during a routine follow-up. The device was explanted the following week however not returned for analysis. No resulting adverse patient effects were reported.